Event description:
A blood glucose tested was performed on a pt and the result was 412 mg/dl at 6:42 am. An immediate retest was performed with a result of 279 mg/dl. A lab was also performed at 7am with a result of 290 mg/dl. No treatment was received. Controls were in range. A request was made for the return of the suspect device.